Event description:
During procedure #2 kerrison tip broke off while doing a decompression in c5-c6 canal. Dr identified item immediately. Broken tip found and retrieved, both parts of kerrison sent to spd.